Manufacturer narrative:
Concomitant medical products: dtma1d4 ICD, implanted: (B)(6) 2020, 5076-45 lead, implanted: (B)(6) 2005, 6947m62 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall. It was noted that the right atrial (ra) lead exhibited high and variable thresholds and variable impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.